Event description:
The customer stated that the insulin pump did not recognize the reservoir during manual prime. The caller stated that he had to pinch the tubing to get the insulin pump to register that the device met the reservoir. The customer stated that the insulin pump no longer was functioning. The caller stated that he is unsue of the numbers on display as the screen has missing segments. No further information was provided. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The reservoir - at all and insulin just comes out of the tubing. Customer states he is unsure of numbers on screen as the screen is missing segments. Customer states he doesn't believe that there are any numbers registering. Customer states to skip rest of t/s as he has already done this as the previous notes indicate. Expl pump will need to be replaced. Adv caller to revert to backup pla per hcp. Expl interaction aftercare email. (B)(4).